Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient receiving bupivacaine (5 mg/ml at 0.759 mg/day) and dilaudid (25 mg/ml at 3.79 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient's pump was filled on (B)(6) 2019. Then the patient went through withdrawal symptoms and was admitted to the hospital on (B)(6) 2019. The patient was in for a refill yesterday on (B)(6) 2020, and the hcp pulled 19 ml out of the 20 ml pump. The pump logs showed a motor stall occurred on (B)(6) 2019. It was confirmed that the patient had not had an MRI or any emi (electromagnetic interference) exposure. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the pump was replaced on (B)(6) 2020. It was noted that the pump was being sent back. No further complications were reported.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.